Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains bleeding as a potential event that may be associated with use of the product. The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The root cause of the reported events cannot be conclusively determined; however, the most likely root cause is the continuous, non-pulsatile flow of the pump, anticoagulant therapy, supratherapeutic inr, and other comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Event description:
It was reported that this patient was admitted for treatment of gi bleed. The patient went for emergent esophagogastroduodenoscopy (egd) and colonoscopy. The source of bleeding was determined to be diverticuli and the site was clipped. On (B)(6) 2015 the patient went back to interventional radiology due to more bleeding. A coil was placed. Throughout the course of the patient's treatment he received a total of 25 units of packed red blood cells, 2 units of platelets, and 7 units of fresh frozen plasma. The patient was discharged on (B)(6) 2015.